Manufacturer narrative:
Evaluation, method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2007. It was reported that only one of the pt's four set programs is providing effective stimulation and that he is unable to increase the amplitude for the other three. An appointment will be scheduled for purposes of reprogramming. In the interim, the pt will utilize the functioning program for therapy relief. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.